Event description:
It was reported that a patient at stonegate nursing and rehab experienced an issue with a tandem pump and was subsequently admitted to the hospital. There was no reported impact to the patient¿s blood glucose level. The facility's director considered removing the patient from the pump, but venus okeke, a territory manager, advocated for pump use with proper training for the staff. Efforts were made to organize training to better assist patients in similar situations, and follow-up communications were attempted with the concerned nursing home's representative.